Manufacturer narrative:
Multiple attempts have been made to obtain additional information from the reporting facility. To date, there has been no response. Based on the information in the uf report, it is unk which convidien pulse oximeter was in use at the time of the event. It is also unclear if the pt outcome was a result of the event description. The investigation is in progress. A supplemental report will be provided if additional information becomes available.

Event description:
Covidien received a user medwatch report (B)(4). The report contained the following: description of the event: a pulse oximeter did not alarm either in the room or in hallway. Pt was found by routine and was revived, though, expired later on (B)(6) 2011. The alleged unit was put back in service and was unable to be identified. It is unk if the event is related to the pt outcome. A separate event was also reported in the same uf report (B)(4), which is filed in MFR report 2936999-2011-00123.